Manufacturer narrative:
Upon completion of the device evaluation it was confirmed that the brake pedal was broken. It was confirmed that the alternate pedals were still functional and the brakes could be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the head end brake pedal was damaged resulting in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end brake pedal was damaged resulting in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.